Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer failed to release. The customer attempted troubleshooting by rebooting the station and trying to recover the drawer; shut down the station and waited for 2-5 minutes, reconnected power plug and turn the power on however, these efforts were unsuccessful, and the problem persisted. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device failed to release. The field service engineer (fse) found that the cubies in row a were not working. The fse went into the hardware test application (hta) and popped out all of the cubies. The engineer found some foil on one of the pins in row a, removed it, and then tested the row in the hardware test application (hta) to resolve the issue. The system functioned as intended after the field service engineer repaired the device.